Event description:
An endurant stent graft system was implanted in a pt for the emergent endovascular treatment of a 9 cm ruptured left common iliac aneurysm approx one month ago. Vessel morphology was unremarkable. It was reported that the pt presented with 50/0 blood pressure and the pt was being resuscitated. The pt received 8 to 10 units of blood, plasma and ssp. The physician implanted the stent grafts and the case was completed. Post implantation of the stent grafts, the pt's blood pressure was raised to 80/30 and the aneurysm was excluded. The pt was sent to recovery with a blood pressure of approx 100/40. It was reported that later that evening, the pt expired due to 9 cm ruptured aneurysm prior to stent graft placement. (Ref MFR #2953200-2011-01713).

Manufacturer narrative:
(B)(4). Eval results: death. Pre-existing ruptured aneurysm. Results and conclusion: device conclusion: pre-existing ruptured aneurysm. Device used for treatment of a pre-existing ruptured aneurysm.